Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced low and high blood glucose levels. He had to go to the emergency room because his blood glucose level crashed. His blood glucose level dropped to 20 mg/dl. Customer's current blood glucose level was 441 mg/dl. He treated his blood glucose level with a manual injection and bolus. The self-test passed. The device was not returned.